Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 9 atmospheres for 30 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There was no patient complications reported. Patient was in good condition.